Manufacturer narrative:
Additional information received stated that the patient's ipg is still not lying flat; however she was able to obtain a charge. No further course of action will be taken at this time.

Event description:
A report was received that a patient was having difficulties obtaining a full charge on her ipg. The bsn representative attempted to troubleshoot the patient and noted that her ipg was placed vertically against the curvature of her buttock. The physician will perform a pocket revision procedure.

Event description:
A report was received that a patient was having difficulties obtaining a full charge on her ipg. The bsn representative attempted to troubleshoot the patient and noted that her ipg was placed vertically against the curvature of her buttock. The physician will perform a pocket revision procedure.